Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen timed out faster than expected. Customer's blood glucose was 253 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information. However, the customer did not respond.